Event description:
It was reported that a neurologist's (B)(4) x5 handheld computer would freeze at the interrogation successful screen. The neurologist indicated that the handheld becomes unresponsive after interrogations and troubleshooting is known to resolve the issue. The neurologist requested a new handheld computer and the reported handheld was returned to the MFR to undergo product analysis. Product analysis was completed by the MFR. Product analysis of the returned handheld computer revealed no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The device performed according to functional specs. Moreover, product analysis of the returned flashcard revealed the alleged screen freeze complaint is a known issue that has been evaluated and addressed by the MFR. No further pa testing was required for this particular event. No other issues were observed with either the flashcard or software.